Event description:
It was reported that after the pt had loose zonules and when the surgeon inserted an aq2010v three piece silicone lens, the eye was unable to support it lens was removed without any pt injury and a suture closed the wound. The reporter stated that the incident was due to a pt condition and not related to staar's products.

Manufacturer narrative:
No complaint against lens.